Event description:
It was reported that the bd luer-lok¿ tip syringe experienced a discoloration of solution once drawn into the syringe. The following information was provided by the initial reporter: when drawing up radiopharmaceuticals in the 1ml syringes, a brown discoloration was noticed. No serious consequences for the patient.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced a discoloration of solution once drawn into the syringe. The following information was provided by the initial reporter: when drawing up radiopharmaceuticals in the 1ml syringes, a brown discoloration was noticed. No serious consequences for the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-nov-2022. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Upon visual inspection, a brownish discoloration was observed across the barrel flanges extending down the neck of the barrel. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 2042709. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.